Event description:
It was reported that a user experienced hyperglycemia while using an ilet system, with a blood glucose reading of approximately 400 mg/dl, and the user had not filled the infusion set tubing before placing it on the body. Symptoms included high blood glucose. Outcomes included troubleshooting and education provided by support, with a plan for a follow-up within two hours. Investigation included user interview and troubleshooting guidance. Investigation of this case revealed user setup error related to unprimed infusion set tubing, which is consistent with infusion delivery interruption leading to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.